Manufacturer narrative:
(B)(4). F/u report will be filed if additional info becomes available.

Event description:
It was reported the event occurred while in the op during use. The sheathless intra-aortic balloon (iab) was inserted via left femoral with no issues. After the iab was placed, they were unable to remove the spring wire guide (swg). As a result, the swg and iab were removed successfully. There was report of pt death, complications or injury. No medical / surgical intervention was required. There was an unk time of delay or interruption in therapy with no harm to the pt. The pt outcome is okay. Additional info received on (B)(4) 2013 stated that op stands for operating theater. There were no issues during the insertion. The pt did not have a tortuous vessel. Reference MDR #1219856-2013-00097 for the second event involving the same pt.